Manufacturer narrative:
Actual device evaluated by simulated use testing; which confirmed the reported issue. A failed vacuum sleeve is the most likely cause of the shaft frosting.

Event description:
During the initial pre test complete shaft frosting was noticed. The probe was removed from the field and replaced.